Event description:
It was reported via repair work order that the bed would not move as the foot right caster was stuck in brake and both foot casters had broken stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.